Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. While on support, it was reported that the patient coded for 60 minutes. Cardio-pulmonary resuscitation was performed and the patient was shocked three times. The patient was unable to recover and expired in the procedural area. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.